Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention took place on (B)(6) 2023 where the system was explanted to address the issue. It is unknown which lead caused ineffective therapy.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch:8477814. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch:8730876. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch:8730876.